Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Device passed self test no audio/vibrate anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime or fill anomaly. Customer's blood glucose level was unknown. Customer stated that they not able to exit the preparing to prime loop. Customer also stated that they did not receive second series of beeps nor did numbers appear on the screen. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and customer to revert to back up plan. The insulin pump will be returned for analysis.